Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during a stone removal procedure performed on (B)(6) 2016. According to the complainant, after dilatation was completed, the balloon could not be deflated. The customer attempted to inflate again, but severe resistance was encountered. In order to remove the device, they removed the endoscope and the device together out of the patient. It was also noted that the balloon length seemed longer than usual. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the device has no visible issues. A functional evaluation was performed, and the balloon inflated and deflated fully. The noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during a stone removal procedure performed on (B)(6), 2016. According to the complainant, after dilatation was completed, the balloon could not be deflated. The customer attempted to inflate again, but severe resistance was encountered. In order to remove the device, they removed the endoscope and the device together out of the patient. It was also noted that the balloon length seemed longer than usual. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.